Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku

Event description:
It was reported that the right atrial lead was not capturing nor sensing. The lead is still in use. No patient complications have been reported as a result of this event. It was later reported that the patient was experiencing heart failure and the lead "had moved." The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial lead was not capturing nor sensing. The lead is still in use. No patient complications have been reported as a result of this event.